Event description:
It was reported that the customer had a no delivery alarm after inserting set. The blood glucose level is 160 mg/dl. Customer states she keeps getting lost sensor alarm. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.